Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that the patient no long had concerns with her device or therapy. It was also indicated that the patient still had concerns with her device or therapy, but was working with her doctor or manufacturer representative. The patient had appointments scheduled in (B)(6) and (B)(6) 2014.

Event description:
It was reported that, since pump implant, the patient had been experiencing symptoms. When the patient went home on the day of surgery, she lay down in bed and started getting very nauseous and sick to her stomach an hour later. She had not eaten anything yet. She could not walk. Then she got up and started vomiting. She had to hold on to her bed and everything because her legs were like noodles. The patient tried to walk for 30 minutes and fell to her knees in the bathroom. The patient¿s oxygen level and blood pressure dropped. An ambulance came and took the patient to the intensive care unit (ICU). At the hospital, the patient¿s blood pressure was 69/16 and sometimes 69/6. The patient was told that she was almost overdosed. The patient stated that she didn¿t ¿take anything¿. The next day, though, she picked up oxycodone. Another concern of the patient¿s was that, when she had her staples out on the day prior to this report, her blood pressure was high. It was noted that the patient always had low blood pressure. The patient also had difficulty walking and headaches. The patient had migraines in the past, but this time was the longest headache that she had. It lasted for almost 8 days. The patient¿s healthcare provider (hcp) told her that, after the surgery, the spinal fluid that was dripping out of her would cause the headaches that she had been having for 7 days. The patient also had nausea and could not keep anything down. The patient took marinol pills to help her eat and those pills did not help with her appetite. When asked if the hcp thought that the patient¿s symptoms were related to the pump surgery, it was stated that ¿it could have been a little bit of everything¿ and the patient did not eat and got nauseas anyway. The hcp also believed that the patient had a cold coming on that may have caused her to be a little sicker and nauseous than normally. It was indicated that no one knew if the patient¿s symptoms were related to the pump. It was also reported that the pump was doing ¿wonderful¿ on the lower part of her back and the top part of her leg. The patient was also getting the feeling back in her feet. However, the pump did not take care of her pain from her right knee down, to her chin and to the upper part of her body to ¿c2¿, going back to part of her brain, wrapped around her whole head. The 4 days of the patient¿s trial were wonderful and most of her pain was relieved during this time. However, at the time of this report, the pump covered pain only in certain areas but not all areas. The patient thought at the beginning that it was her eyes since she did have cataracts and glaucoma. The patient¿s toes were ¿coming back¿; the numbness on her toes and diabetic pain that she had was not there anymore. Her left leg was fine. However, her whole right side was ¿screwed up.¿ the device system was used to deliver dilaudid.